Event description:
It was reported that the patient may have experienced baclofen withdrawal. On (B)(6) 2012 the patient was reported as having difficulty breathing, severe pain and stiffness. The reporter also noted that the patient's blood pressure began to change in (B)(6) and (B)(6). The patient was hospitalized. The patient's last refill prior to the even was on (B)(6). The reporter stated that there was no one at the hospital who could manage or troubleshoot the patient's pump and that they would not transfer the patient. At the time of the report the patient was intubated with 'hypothermia'. A healthcare provider (hcp) requested for the patient to be transferred. The hcp reported on (B)(6) that she believed the pump had been disabled and the patient had malignant hyperthermia and was unconscious. The hcp stated that the patient was on heavy doses of medication. The patient's fever had been as high as '105.9'. The patient had been on benzodiazepines since 6am and could not take oral baclofen as they were unconscious. The hcp also mentioned the patient was hypertensive and had altered mental status (however the patient was unconscious). The following day the hcp attempted a consult with another physician stating that it was regarding a patient that 'may or may not be in withdrawal'. It was reported on (B)(6) that the patient was transferred to another hospital. The reported was uncertain if the event had any relationship to the intrathecal baclofen therapy. Additional symptoms reported include hypotonia, hypotension, pneumothorax and required emergency intubation. The medication was lioresal 500mcg/ml at 60mcg/day. Additional information has been requested but was not available at the time of this report.

Event description:
Additional review indicated that the patient was in serious condition in intensive care unit and "he was beeping like a machine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).